Event description:
It was reported by the rep the device was used during a bowel resection. It was reported upon second firing, the dr reported that the staples located in the proximal end of the stapler did not form completely. 06/10/1998an additional stapler was pulled to complete the case. There was no consequence to the pt.